Manufacturer narrative:
Submit date: 01/04/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with x-ray sponge. The customer reported that the (B)(6) sponges are flaking. The sponges used to dab blood on an open wound during a surgery. They were unfolded once. The product did not fall into the patient. The doctor picked out the product that did fall. No patient injury or medical intervention required.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There were no samples or photographs received with this complaint. According to the investigation, the possible root cause would be consistent with the cutting blade shifting during the cutting process, so the gauze was pulverized resulted loose contamination. The supplier has taken following corrective actions: fixed the cutting, added a cleaning process to be performed at regular intervals, added increased inspection, adjusted the folding size of this product, using the one-side cutting gauze roll instead of the two-cutting side gauze roll to produce this product. All the actions will be implemented within the current month. This complaint will be used for trending purpose.